Manufacturer narrative:
No devices were returned and very minimal information is known about the events. No additional information has been received about the events to aid in determining what contributing factors were involved in the catheter failures. Based on what was reported, only one of the catheter failures occurred "near" the securacath, meaning the other catheter failure was away from the securacath and therefore not a contributing factor to the catheter failure. Extensive testing has been done on bard powerpiccs that shows that the securacath device does not cause leaks in catheters even when placed for extended length of time. Catheters are known to leak without the use of securacath and it is likely these catheters could have leaked without the use of securacath. Based on previous investigations, leaks occur because of extrusion/material defects in the catheter or gross misuse of the catheter. These catheter failures were likely unrelated to the use of securacath and most likely caused by extrusion/material defects in the catheter or misuse of the catheter. Multiple attempts have been made to collect more information without success. If relevant information is collected that allows for further investigation, a follow up report will be submitted.

Event description:
PICC line service lead informed manufacturer representative that "we have had 2 reportable PICC lines with a hole in, with one near to the securacath location". The PICC lines were bard powerpicc solo of unknown size.